Event description:
It was reported that: "the wire is broken when trying to probe an evo stent. The wire could be taken out without any problems". Follow up (08-dec-2020): "the wire broke while probing. The hybrid was in the catheter, but the break point was outside the catheter. The break occurred in the stent, the wire may have got stuck there. This was recovered with a snare. There was no danger to the patient."

Manufacturer narrative:
This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for all postmarket activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. Balt USA's reference number: (B)(4). 30aug2022: review of open complaints within the balt USA database revealed that the investigation for this complaint file has been completed within balt extrusion's qms, therefore the investigation results have been updated accordingly. Complaint file has remained open greater than 45 days due to analysis delays at the legal manufacturer, balt extrusion. Investigation performed by legal manufacturer, balt extrusion. Summary as follows: the returned medical device (hybrid007j) was inspected in our quality laboratory. During our investigation, we noticed the following points : the product was returned out of the dispenser hoop. We observed a kink at the intermediate part of the guidewire. The distal tip of the guidewire was damaged/stretched. The review of the lhrs (lot history records) for this specific batch number did not highlight any anomaly during the manufacturing process. During the manufacturing process, several tests are performed: - destructive testing by sampling: wire twisting - destructive testing by sampling: wire bending -100% control of the welding diameter - all units are tested with a non-destructive bending test. The results of these different controls and steps conformed to the specifications. There is no similar complaint registered in our database to date on this lot number. The description of the incident mentions a damage of the guidewire during use ("[...] The wire is broken when trying to probe an evo stent. The wire could be taken out without any problems, [...]"). During our investigation, we observed the incident reported by the user: the distal tip of the guidewire was damaged. We also observed a kink at the intermediate part of the guidewire. Based on the data gathered during our post-marketing surveillance program, this kind of issue can occur during the manipulation of the device due to an excessive traction, bending or twisting of the device. We recommend in the IFU to avoid repeated bending, at the same point in order to avoid damage or separation of the guidewire. We also recommend to remove the guidewire slowly once the goal has been reached, and never force an intravascular device against resistance without first determining the cause through angiographic inspection. Working against resistance can damage the guidewire and the catheter or cause lesions in the patient. We could not confirm this hypothesis as we have no information on the context and the conditions of this incident, and on the user experience with the use of hybrid products. In conclusion, based on the description of the incident, the batch records review, our postmarketing experience and the visual inspection of the product in our quality laboratory, we can not accurately determine the root-cause of this incident. The manufacturing records review did not reveal any anomaly. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all postmarket activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements balt USA's reference number: (B)(4). Analysis pending on the device return to supplier balt extrusion.

Event description:
It was reported that: "the wire is broken when trying to probe an evo stent. The wire could be taken out without any problems". Follow up (08-dec-2020): "the wire broke while probing. The hybrid was in the catheter, but the break point was outside the catheter. The break occurred in the stent, the wire may have got stuck there. This was recovered with a snare. There was no danger to the patient."